Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Re-implantation is planned but no date has been scheduled yet.

Event description:
On (B)(6) 2025, the physician performed a procedure to reposition the implant, as the device had shifted and the coil was bending the ear cartilage. During the new activation in (B)(6) 2025, the audiologist noticed that the recipient was not experiencing auditory perception on the left side. Re-implantation has been suggested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, on (B)(6) 2025, the physician performed a procedure to reposition the implant, as the device had reportedly shifted on both sides, and the coil was bending the ear cartilage. During the new activation in june 2025, the audiologist noticed that the recipient was not experiencing auditory perception on the left side. Further proceedings are unknown.